Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued a2: year of birth is 1989 additional, changed, and/or corrected data: b5, d9, h3, h6 device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan device.